Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ x-ten. It was initially stated, that the arm of the surgical light was broken. There was no injury reported however we typically decide to report the issue in abundance of caution as the breakage of the arm may lead to the detachment of the light head. The initial allegation was not confirmed by the service technician. In fact during the visit to the customer site by the getinge technician, it was established that the direction handle was broken and then replaced. The device was returned to use. It is noteworthy that it wasn¿t established if the handle has detached or if any particles have fallen off. It was established that when the event occurred, the surgical light did not meet its specification as the handle shouldn¿t break and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. Unfortunately, subject matter experts did not receive enough information to conduct the technical investigation. It was later confirmed that the spring arm was not broken ¿ it was the direction handle. As it was not possible to get pictures of the broken handle with the exact location of the breakage it was not possible to lead investigation. Nevertheless, the most likely root cause is a mechanical shock however without any additional information we are unable to confirm our assumption despite our best efforts. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe that our devices are performing correctly on the market.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(4) 2019 maquet (B)(4) became aware of an issue with one of surgical lights ¿ x-ten. As it was stated, the arm of the surgical light is broken. There was no injury reported however we decided to report the issue in abundance of caution as the breakage of the arm may lead to the detachment of the light head.

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).